Manufacturer narrative:
After use of an exoseal device for vascular closure in the left femoral artery, it was reported that the patient presented with a left cold leg several hours after deployment of the plug. Angiography showed the exoseal plug was lodged in the patient's left mid superficial femoral artery (sfa). The physician removed the plug from the vessel and successfully restored full blood flow to the patient's left leg. During the index procedure, a (B)(6) female underwent a right iliac stent procedure. The patient's bmi was reported to be within the normal range. A retrograde approach was chosen. The procedure was completed successfully and a 7f exoseal was chosen for vascular closure. It was a low left common femoral stick due to stents that were in the common femoral artery. The product was properly inspected and prepped. A cordis 6fr brite tip sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no plaque or calcification at the puncture site. It was noted that there was a stent implanted above the puncture site (in the external iliac artery - as confirmed by angiography). The stent was deployed / implanted more than a year prior to this procedure. There was no other stenosis greater than 50% near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. Upon deploying the 7f exoseal, physician utilized fluoroscopy because he did not want the device to get caught on the struts of the stents that were just proximal to the puncture site. He followed the instructions for use for exoseal and deployed the plug as he has done hundreds of times previously. The patient, several hours later, presented with a left cold leg. The physician had the patient brought back to the lab for another procedure to diagnose why the patient had no blood flow to her left leg. He stuck the right common femoral artery and placed a 7f ansel up and over sheath to take pictures under fluoroscopy to access the situation. He quickly diagnosed that the exoseal closure device was deployed intravascular during the first procedure and that the plug was lodged in the patient's left mid superficial femoral artery (sfa). Physician then utilized multiple devices to aspirate, cut, and ultimately remove the exoseal plug from the patient's left superficial femoral artery. He successfully restored full blood flow to the patient's left leg. He then closed the right common femoral artery with a 7f exoseal with no complication. The reporter stated that - the lesson learned before deploying the exoseal device, look under fluoroscopy and note position of device tip as well as the location of the nitinol 'hook' in relation to the vessel wall. This maneuver could certainly be useful if there is any doubt that the nitinol hook could be "caught" more proximal to the arteriotomy site, i.e. Calcified vessel wall, presence of a previously implanted stent (as in our case). The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Peripheral artery occlusion is listed as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, the safety and effectiveness of the device has not been established in patients who within ¿ 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. Additionally, the sheath used was 6 f and the exoseal was 7f in size. Based on the information available for review, there are possible vessel and procedural factors (arteriotomy near an implanted stent and ninitol loop could have been caught up in the stent) that may have contributed to this event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
After use of an exoseal device for vascular closure, it was reported that the patient presented with a left cold leg, several hours after deployment of the plug. Surgery was performed and the physician removed the plug from the vessel and successfully restored full blood flow to the patients left leg. The physician performed a right iliac stent procedure on a (B)(6) female. A retrograde approach was chosen. Everything went well and he decided to close with a 7 f exoseal. It was a low left common femoral stick due to stents that were in the common femoral artery. The product was properly inspected and prepped. A cordis 6 fr brite tip sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no plaque or calcification at the puncture site. It was noted that there was a stent implanted above the puncture site (in the external iliac artery - as confirmed by angiography). The stent was deployed / implanted more than a year prior to this procedure. There was no other stenosis greater than 50% near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window.

Manufacturer narrative:
Upon deploying the 7 f exoseal, physician utilized fluoroscopy because he did not want the device to get caught on the struts of the stents that were just proximal to the puncture site. He followed the instructions for use for exoseal and deployed the plug as he has done hundreds of times previously. The patient, several hours later, presented with a left cold leg. The physician had the patient brought back to the lab for another procedure to diagnose why the patient had no blood flow to her left leg. He stuck the right common femoral artery and placed a 7 f ansel up and over sheath to take pictures under fluoroscopy to access the situation. He quickly diagnosed that the exoseal closure device was deployed intravascular during the first procedure and that the plug was lodged in the patients left mid superficial femoral artery (sfa). Physician then utilized multiple devices to aspirate, cut, and ultimately remove the exoseal plug from the patients left superficial femoral artery. He successfully restored full blood flow to the patients left leg. He then closed the right common femoral artery with a 7 f exoseal with no complication. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.